Event description:
Customer reported nurse reported fluid from secondary bag was flowing into the primary bag. Customer reported the primary infusion was .9 nacl and the secondary infusion was not identified. One used primary IV set with back check valve was returned for investigation. This event is deemed reportable based on new information received in 2008. Investigation is ongoing. Follow up report will be filed when complete.

Manufacturer narrative:
Manufacturer's report date: 11/05/2008.